Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the implantable pacing lead (ipl) the threshold was noted as high, and the lead was re-positioned and threshold dropped but pacing was not good. Re-positioning of ipl was performed again but the threshold was still unstable and high. The ipl was removed and replaced with a different lead. No patient complications have been reported as a result of this event.